Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and identified that the fdcsib had no power. Review of the system logfiles found an issue related to power supply. Upon troubleshooting actions, fse identified that the fan tray in m-cabinet was defective. Fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion device would not boot-up. The device was outside of clinical use at the time of event. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.